Event description:
The customer tested her blood glucose and received a reading of 333 mg/dl. She retested and received a reading of 129 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The meter and strips are to be returned for evaluation, and replacement products will be sent.